Event description:
It was reported that the patient experienced a blind spot in the right visual field 2 days after uneventful xact stenting in the right internal carotid artery. The retinal specialist, who is following the patient feels it is probably a small clot and recommends continued monitoring. The condition is continuing. No treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of thrombosis and visual disturbances are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The persistent visual field defect was adjudicated as a stroke. The reported patient effect of stroke is a known observed and potential adverse event as listed in the instructions for use.

Event description:
Subsequent to the previously filed medwatch, new information was received indicating that the persistent visual field defect was a stroke. No additional information was provided.